Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that an acetabular straight handle inserter detached during cup impaction when the threaded tip that secures the handle to the cup broke, leaving the threaded tip inside the dome hole of the definitive cup. During implantation, the handle was attached to the definitive acetabular cup, and the cup was being impacted. Approximately during the impaction, the threaded tip fractured, the handle disengaged from the cup, and the broken threaded tip remained within the cup¿s dome hole. It is unknown whether the fragment was retrieved intra-operatively or if additional surgical steps were required.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.